Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous results generated by the unicel dxc 600 pro synchron chemistry analyzer. Erroneously low total protein (tp), albumin (alb) and lipid results were produced for several patient samples by the analyzer. Some of the alb results were <1.0 mg/dl and some were <3.0 mg/dl. Tp results ranges from 4.3 to 6.0 g/dl. The results were reported out of the laboratory and questioned by the physician. However, the actual results were not supplied. It is not known if patient treatment was affected in this event.

Manufacturer narrative:
Samples were drawn in plastic serum separator tubes and were sampled from the primary tubes. Prior to the event, all cartridge chemistries (cc) were calibrated and qc was within the lab's established ranges. The operator ran calibrations on several chemistries which failed. The system was powered down and restarted. Chemistries were then calibrated and qc was within the lab's established ranges. A bci engineer replaced the cc sample syringe drive shaft and confirmed repairs by running qc. In this event the hardware failures could have affected pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.